Manufacturer narrative:
The angiojet solent omni thrombectomy set instructions for use (IFU) contains warnings about hemolysis and proper hydration as well as the potential for a serious adverse event including acute renal failure, death, hemolysis, and pancreatis. In addition, the angiojet solent omni thrombectomy set IFU does not include arteries above the infra-iliac artery which would exclude the aorta and renal region in the product indications. In this case, the physician used the device off-label; however, the device functioned as designed and the physician used the device as designed. This event is considered a reportable event as the association between the angiojet device and noted event cannot be conclusively ruled out. This info does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Event consists of a pt death post angio-jet procedure. The pt is a male of unk age. The site consensus is that the most likely cause of the deterioration of the pt's condition is hemolysis and reperfusion syndrome after the blood flow in the stent grafts were restored. Note: this event occurred in (B)(6) 2012. However, we were not made aware of this event until (B)(6) 2013.